Event description:
The nurse reported to baxter (B)(4) that the spikes of a y set were broken or bent when initially removed from the carton box. There was no patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. No further information is available at this time. A follow up report will be submitted when the evaluation results become available.

Manufacturer narrative:
(B)(4). One used transfer set was received in reference to the report of malformed. During visual inspection, it was noted that the drain port was partially flat (oval) and not round in appearance. This complaint was confirmed in the lab to have a deformed spike port; however, the root cause could not be determined. A batch review was not performed because the lot number was unknown. This type of indentation (inside walls not touching) should have no effect on the functionality of the set and is only cosmetic in nature. Baxter will continue to monitor similar reports to determine if further actions are required.